Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids on (B)(6) 2012, generalized rash, itchy skin, umbilical hernia, malaise, prediabetes, abdominal pain, sneezing, cough and vaginal irritation. Previously administered products included for an unreported indication: medroxyprogesterone, depo provera and ocella. Concurrent conditions included irregular menstruation, metrorrhagia, urinary incontinence, stress incontinence, ppd skin test positive, prediabetes, constipation, epidermal cyst, ear pruritus, sore throat, fever, chills, fatigue, irregular periods, ear pain, vulvovaginal pruritus, vaginal discharge, weight loss, hemorrhoids, asthma, rash, chest pain, shortness of breath, vomiting, nausea, diaphoresis, uterine bleeding and back pain. Concomitant products included amoxicillin, dexamethasone (deltasone), ethinylestradiol;norethisterone acetate (microgestin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2019, mometasone furoate (flonase), naproxen, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psych injury/depression/ psychological or psychiatric condition :- depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish/ psychological or psychiatric condition :- mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). The patient was treated with surgery (bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, depression, dysmenorrhoea, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal, dysmenorrhea (cramping), gen. Abnormal. Bleed she did not received treatment for psych injury discrepancy: previously reported hsg test with essure device was successfully occluded in current fu reported confirmation test? Unknown. Left fallopian tube and 2 coils were visualized. Right fallopian tube was visualized and essure was placed in the usual fashion and 4 coils were visualized. Plaintiff have not undergone essure removal and neither planning for same. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: umbilical hernia (primary encounter diagnosis) bmi 35-35.9 adult. Computerised tomogram pelvis - on (B)(6) 2016: 1. No acute intra-abdominal pathology. 2. Small fat-containing umbilical hernia without inflammatory stranding.. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2013: showed several small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, dysmenorrhea. Lot number: b06100, manufacture date: 2013-03, expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received reporter information, removal date was added. Event outcome added pelvic pain. Concomitant drug was added. 5th & 6th follow up process together. On (B)(6) 2020: medical records received reporter information, concomitants drug and medical history was added. 5th & 6th follow up process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and pelvic pain ('physical pain/pelvic pain') in a 43-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids on (B)(6) 2012, generalized rash, itchy skin, umbilical hernia, malaise, prediabetes, abdominal pain, sneezing, cough and vaginal irritation. Previously administered products included for an unreported indication: medroxyprogesterone, depo provera and ocella. Concurrent conditions included irregular menstruation, metrorrhagia, urinary incontinence, stress incontinence, ppd skin test positive, prediabetes, constipation, epidermal cyst, ear pruritus, sore throat, fever, chills, fatigue, irregular periods, ear pain, vulvovaginal pruritus, vaginal discharge, weight loss, hemorrhoids, asthma, rash, chest pain, shortness of breath, vomiting, nausea, diaphoresis, uterine bleeding and back pain. Concomitant products included amoxicillin, dexamethasone (deltasone), ethinylestradiol;norethisterone acetate (microgestin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2019, mometasone furoate (flonase), naproxen, nsaids since (B)(6)2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psych injury/depression/ psychological or psychiatric condition :- depression") and anxiety ("mental anguish/ psychological or psychiatric condition :- mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed, abnormal bleeding (general)"), fatigue ("fatigue"), post procedural complication ("post procedural complication") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("gain weight."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation was resolving, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue, weight increased, post procedural complication and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal, dysmenorrhea (cramping), gen. Abnormal. Bleed she did not received treatment for psych injury discrepancy: previously reported hsg test with essure device was successfully occluded in current fu reported confirmation test? Unknown. Left fallopian tube and 2 coils were visualized. Right fallopian tube was visualized and essure was placed in the usual fashion and 4 coils were visualized plaintiff have not undergone essure removal and neither planning for same. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: umbilical hernia (primary encounter diagnosis) bmi 35-35.9 adult. Computerised tomogram pelvis - on (B)(6) 2016: 1. No acute intra-abdominal pathology. 2. Small fat-containing umbilical hernia without inflammatory stranding.. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2013: showed several small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, dysmenorrhea. Lot number: b06100 manufacture date: 2013-03 expiration date 2016-03-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and pelvic pain ('physical pain/pelvic pain') in a 43-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids on (B)(6) 2012, generalized rash, itchy skin, umbilical hernia, malaise, prediabetes, abdominal pain, sneezing, cough and vaginal irritation. Previously administered products included for an unreported indication: medroxyprogesterone, depo provera and ocella. Concurrent conditions included irregular menstruation, metrorrhagia, urinary incontinence, stress incontinence, ppd skin test positive, prediabetes, constipation, epidermal cyst, ear pruritus, sore throat, fever, chills, fatigue, irregular periods, ear pain, vulvovaginal pruritus, vaginal discharge, weight loss, hemorrhoids, asthma, rash, chest pain, shortness of breath, vomiting, nausea, diaphoresis, uterine bleeding and back pain. Concomitant products included amoxicillin, dexamethasone (deltasone), ethinylestradiol;norethisterone acetate (microgestin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2019, mometasone furoate (flonase), naproxen, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psych injury/depression/ psychological or psychiatric condition: depression") and anxiety ("mental anguish/ psychological or psychiatric condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed, abnormal bleeding (general)"), fatigue ("fatigue") and post procedural complication ("post procedural complication") and was found to have weight increased ("gain weight."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation was resolving, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal, dysmenorrhea (cramping), gen. Abnormal. Bleed she did not received treatment for psych injury discrepancy: previously reported hsg test with essure device was successfully occluded in current fu reported confirmation test? Unknown. Left fallopian tube and 2 coils were visualized. Right fallopian tube was visualized and essure was placed in the usual fashion and 4 coils were visualized plaintiff have not undergone essure removal and neither planning for same. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: umbilical hernia (primary encounter diagnosis) bmi 35-35.9 adult. Computerised tomogram pelvis - on (B)(6) 2016: 1. No acute intra-abdominal pathology. 2. Small fat-containing umbilical hernia without inflammatory stranding. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2013: showed several small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, dysmenorrhea. Lot number: b06100, manufacture date: 2013-03, expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Outcome of events genital haemorrhage, pelvic pain was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and pelvic pain ('physical pain/pelvic pain') in a 43-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids on (B)(6) 2012, generalized rash, itchy skin, umbilical hernia, malaise, prediabetes, abdominal pain, sneezing, cough and vaginal irritation. Previously administered products included for an unreported indication: medroxyprogesterone, depo provera and ocella. Concurrent conditions included irregular menstruation, metrorrhagia, urinary incontinence, stress incontinence, ppd skin test positive, prediabetes, constipation, epidermal cyst, ear pruritus, sore throat, fever, chills, fatigue, irregular periods, ear pain, vulvovaginal pruritus, vaginal discharge, weight loss, hemorrhoids, asthma, rash, chest pain, shortness of breath, vomiting, nausea, diaphoresis, uterine bleeding and back pain. Concomitant products included amoxicillin, dexamethasone (deltasone), ethinylestradiol;norethisterone acetate (microgestin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2019, mometasone furoate (flonase), naproxen, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psych injury/depression/ psychological or psychiatric condition :- depression") and anxiety ("mental anguish/ psychological or psychiatric condition :- mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed, abnormal bleeding (general)") and fatigue ("fatigue") and was found to have weight increased ("gain weight."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and pelvic pain was resolving and the abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal, dysmenorrhea (cramping), gen. Abnormal bleed. She did not received treatment for psych injury. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu reported confirmation test? Unknown. Left fallopian tube and 2 coils were visualized. Right fallopian tube was visualized and essure was placed in the usual fashion and 4 coils were visualized. Plaintiff have not undergone essure removal and neither planning for same. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: umbilical hernia (primary encounter diagnosis). Bmi 35-35.9 adult. Computerised tomogram pelvis - on (B)(6) 2016: 1. No acute intra-abdominal pathology. 2. Small fat-containing umbilical hernia without inflammatory stranding. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2013: showed several small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, dysmenorrhea. Lot number: b06100, manufacture date: 2013-03, expiration date 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: new event perforation (fallopian tubes), fatigue and weight gain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and pelvic pain ('physical pain/pelvic pain') in a 43-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids on (B)(6) 2012, generalized rash, itchy skin, umbilical hernia, malaise, prediabetes, abdominal pain, sneezing, cough and vaginal irritation. Previously administered products included for an unreported indication: medroxyprogesterone, depo provera and ocella. Concurrent conditions included irregular menstruation, metrorrhagia, urinary incontinence, stress incontinence, ppd skin test positive, prediabetes, constipation, epidermal cyst, ear pruritus, sore throat, fever, chills, fatigue, irregular periods, ear pain, vulvovaginal pruritus, vaginal discharge, weight loss, hemorrhoids, asthma, rash, chest pain, shortness of breath, vomiting, nausea, diaphoresis, uterine bleeding and back pain. Concomitant products included amoxicillin, dexamethasone (deltasone), ethinylestradiol;norethisterone acetate (microgestin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2019, mometasone furoate (flonase), naproxen, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psych injury/depression/ psychological or psychiatric condition :- depression") and anxiety ("mental anguish/ psychological or psychiatric condition :- mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed, abnormal bleeding (general)"), fatigue ("fatigue"), post procedural complication ("post procedural complication") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("gain weight."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation was resolving, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue, weight increased, post procedural complication and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/ abdominal, dysmenorrhea (cramping), gen. Abnormal. Bleed she did not received treatment for psych injury discrepancy: previously reported hsg test with essure device was successfully occluded in current fu reported confirmation test? Unknown. Left fallopian tube and 2 coils were visualized. Right fallopian tube was visualized and essure. Was placed in the usual fashion and 4 coils were visualized. Plaintiff have not undergone essure removal and neither planning for same. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: umbilical hernia (primary encounter diagnosis) bmi 35-35.9 adult. Computerised tomogram pelvis - on (B)(6) 2016: 1. No acute intra-abdominal pathology. 2. Small fat-containing umbilical hernia without inflammatory stranding.. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2013: showed several small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, dysmenorrhea. Lot number: b06100 manufacture date: 2013-03 expiration date 2016-03-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: pfs received: event was added- dyspareunia (painful sexual intercourse). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.